Event description:
The customer called and reported he received a motor error on the insulin pump while sleeping. The customer's blood glucose level was 600 mg/dl. During troubleshooting, it was stated the insulin pump had not been dropped or exposed to a strong magnetic field or moisture. The customer was not using the sensor feature. The customer was unable to complete the rewind sequence. He also mentioned the reservoir compartment looked black, as if it were burnt. It was advised to discontinue use and revert to a back-up plan. Customer was also advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. Unable to perform functional testing due to motor error alarm. A visual inspection of the case shows damage to be rust and corrosion from the motor and not burn marks as reported by the user. No moisture damage found on the electronics, battery tube and vibrator noted during our visual inspection. The insulin pump has cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.